Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a radical cystectomy procedure, it would not close. Opened another device to complete the case. There was no consequence to pt.